Manufacturer narrative:
In an internal inspection, a production related problem was identified damaging the outer packaging material of microcuvettes (pouch). The probability of damaged pouches reaching customers is highly unlikely based on visual inspection and removal of damaged pouches. However, damaged pouches have reduced resistance to moisture which affects the performance of the microcuvettes.

Event description:
A production related problem was identified possibly damaging the outer packaging material of microcuvettes (pouch). Damaged pouches can allow entering of moisture and negatively affecting the performance of the microcuvette.